Event description:
It was reported that the right ventricular (rv) lead had an increase in short interval counter (sic) and high impedance which triggered a lead integrity alert (lia). Lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The full lead was subsequently returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. 268 v-sics since last session 22 days ago. Lead failure predictor triggered on 2015 (B)(6) and 2015 (B)(6) for lead impedance and v-sics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.